Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced syncope and went to the clinic to have their device checked. It was noted that the right atrial (ra) lead exhibited noise and oversensing resulting in an inappropriate mode switch. It was noted that the noise could be reproduced by the patient moving their arm. The ra lead was programmed off and remains implanted. During the inappropriate mode switch, the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in drops in the patient's heart rate. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.